Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The reported failure was duplicated in the laboratory. The root cause is associated with a low voltage state within the coin cell battery on the control board secondary to material issue. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis. At this time, carefusion has not received the suspect user interface module (uim) for evaluation.

Event description:
The customer reported the screen on this avea ventilator is blank on power up. The customer reported the issue is intermittent. The customer stated that this unit was not on a patient.